Event description:
A medwatch form rec'd from the risk mgr at facility indicates that the tip of an aesculap nerve hook broke off during surgery. The neurosurgeon was using the nerve hook in a cervical disk, possibly to work on an osteophyte, when the tip broke off. The broken tip was not located. An x-ray was taken and the tip could not be seen. The pt is fine with no post-op complications. The facility will return the device to the dist for eval. The malfunction is occuring below the frequency and severity that are usual for this device.